Event description:
This follow-up report is being sent at the request of the FDA and the MFR. The additional info included in this report contains a copy of the pt's autopsy report. The filing of this report is to comply with the smda with the intent to improve the quality of the care that pt's receive. By filing this report, the osu hospitals does not admit fault or liability on behalf of its employees.